Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the service repair technician identified foreign objects in the nozzle. The service repair technician assessed the condition but could not determine the cause of the failure. There was no patient involvement.

Manufacturer narrative:
The device was returned to Olympus for inspection.Based on the results of the investigation, Olympus confirmed foreign material was present within the device; however, the type of material or root cause cannot be identified. The foreign object in the nozzle is likely the result of insufficient reprocessing; however, a definitive root cause could not be established.Should additional relevant information become available, a supplemental report will be submitted.Olympus will continue to monitor field performance for this device.